Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) in the tube was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that there is a foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: "there is foreign matter in the tube."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that there is a foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: "there is foreign matter in the tube."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.